Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information source: online review.

Event description:
Customer reporting what they feel are 2 potential false negative sars results for their husband and son. Customer states they were positive by another brand rapid antigen test and their husband and son were starting symptoms. Customer states both their husband and son were negative by this test. No confirmation testing occurred. Report 2 of 2.